Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the patient had a short main pulmonary artery (mpa) and two deployment attempts were made when attempting to implant the first valve. It was noted that the anatomy was suited for a 22-millimeter (mm) valve or 25 mm valve. Per the proctor, a 22 mm valve was recommended. Placement was attempted at the left pulmonary artery (lpa) guidewire position with the 22 mm valve. Row 1 was deployed in the lpa and slightly pulled to the mpa, however, the valve was pulled too proximal, so partial recapture was performed. Rows 1-3 were deployed again from the top of the mpa. During the initial deployment, the stent frame was ¿kinked¿ at row 2/3 junction on the posterior wall, and anchoring of the valve could not be performed in the desired position due to the pyramidal shape of the patient¿s anatomy. The valve was recaptured and withdrawn from the patient. Upon further discussion, the physician decided to use the 25 mm valve. The guidewire was re-inserted into the right pulmonary artery (rpa), and imaging was performed. The implant position was checked, and the 25 mm valve was loaded. Delivery of the valve to the rpa was smooth, and there were no issues with the deployment of the distal tip. When the valve was deployed, a ¿kinked¿ occurred due to the compression being applied to row ¾ junction. At this time, the guidewire was slightly pulled, so when it was time to provide force, the delivery catheter system (dcs) was pulled up to the bifurcation. Per the physician, the marriage operation was performed by adjusting the top of the capsule so it could hit the root of the bifurcation. Imaging was performed again. Rows 1-3 were deployed just below the inlet of the lpa. Upon checking the position of the valve, it was noted that if a large diameter inflow hit the annulus, the stent frame would fold inward creating a stenosis due to the inflow portion was covering the anchoring point of the annulus. However, no infold was observed on both valves. The physician wanted to try to deploy up to row 6. The valve was deployed, and ¿kinking¿ was observed in rows 3-4. The valve appeared to not be fully expanded, so it was deci ded to lower rows 5-6. There was difficulty positioning the valve, so the proctor recommended partially recapturing the inflow of the valve into the non-medtronic (dryseal) sheath. It was noted that the dcs and the introducer sheath were used to resheathed the valve. When rows 4-5 were pulled to the anchoring point, deployment of the inflow was attempted again from the non-medtronic sheath. No positioning issue was noted. Improvement was observed in the ¿kink¿, so the valve was released as is. Kinks were observed following deployment of the valve, and the right ventricular pressure exceeded 55 millimeters of mercury (mmhg) so a post-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic (z-med) balloon from housing to the inflow. Two inflations with inflation time of several seconds were performed using an in deflator. The inflation pressure was 4 atm. No paravalvular leak or occlusion were observed. Due to the post-implant bav, the right ventricular pressure decreased to 30-40 mmhg and the pressure was improved. The transcatheter valve pressure gradient was 6 mmhg. No interference with the tricuspid valve was observed during the final right ventricular contrast study, so the procedure was completed. No adverse patient effects were reported.